Event description:
Complainant's mother purchased digital miracle ear hearing aids in june 2003, and was dissatisfied with them (wanted the analog hearing aids back). During 2004 and 2005, complainant could not get the hearing aids to work properly, and several retail and factory adjustments were made. Miracle ear did not offer to replace the troublesome aids. An independent audiologist stated that something was wrong with the hearing aids (very distorted and not appropriate for her hearing loss). One of the hearing aids malfunctioned, and was sent for repair. The repaired unit worked for a short time, but had problems again. The complainant asked for a refund, but received no response from miracle ear. The expensive hearing aids are under factory warranty until 7-6-06, but the complainant was exhausted and frustrated about getting positive results from miracle ear.